Event description:
It was reported that during ventilation of a patient, the gui (graphic user interface) quick access keys were in the locked mode and were unresponsive to touch. Video shows ventilator continues to ventilate patient. There was no harm to patient reported by the user. No additional information has been able to be gathered with multiple attempts by manufacturer.